Manufacturer narrative:
The insulin pump was received with partially broken off half of the retainer and reservoir tube lip. The pump was received with missing reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. The pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks on the reservoir compartment ring. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.